Manufacturer narrative:
Investigation summary: customer reported complaint of ¿¿ device has a bubbled/delaminated dso seal and requires a software upgrade¿¿ was confirmed by performing visual and functional pvt (performance verification testing). Found dso (downstream occlusion) seal is bubbled, and software needs to be updated to latest version. Replaced dso seal and installed latest version software on unit. Upon further investigation found uso (upstream occlusion) seal is buckling. Replaced uso seal. Performed uso/dso calibration. Performed pvt. Updated software. Unit passed all testing criteria. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a bubbled/delaminated dso (downstream occlusion) seal and required a software upgrade. There was no patient involvement, and no patient harm/adverse event reported.